Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04mar2019. The customer troubleshot with technical support. The customer was advised that the port was retained by a piece of arched spring steel that will flex.

Event description:
The customer reported to be able to wiggle the ventilators gas outlet port. No patient involvement. Event date not specified; estimate used.